Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. Initially, the fse was unable to duplicate the reported issue; however, prior to leaving the laboratory, the fse observed a small flame and smoke at the 15 amp fuse holder (f1) on the main power supply. The fse disconnected the main power from the supply and was able to install a new fuse holder. The old fuse holder was cracked from the heat and appeared to be very brittle. Failure mode: attributed to the 15 amp fuse holder, f1 on the main power supply. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report that there was a smoky smell coming from the compressor of the coulter lh 750 hematology analyzer. At the time the customer noticed this event there was no visible smoke or fire in association with the smell. The fire department was not called and the laboratory was not evacuated due to this event. The customer was not running patient samples when the smell was noticed. There was no impact on any patient results. The operators were wearing personal protective equipment (ppe) consisting of laboratory coats, gloves, and eye protection at the time of occurrence. It is unknown if the material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. Medical attention was not sought.